Manufacturer narrative:
It was reported that the pump would not be returned for evaluation. The report of a red heart alarm due to a disconnected driveline could not be confirmed because the event was not recorded in the system controller log file that was submitted for evaluation or retrieved from the returned system controller. Additionally, a specific cause for the event could not be determined as the pump was not returned for evaluation. The returned system controller was functionally tested and exercised while connected to the equipment at the manufacturer's laboratory and was found to function as intended even while supported independently by either power lead. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 1 year and 11 months. The explanted device is expected to be returned for analysis. It has not yet been received. The system controller was received for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient had been working on a car trailer in the garage on (B)(6) 2015 and was found unconscious at approximately 7:05 pm. The patient's spouse had last spoken with the patient approximately 1 hour prior. The patient's spouse reportedly found the patient lying unconscious on the creeper (wheelboard) like the patient had just come out from under the trailer. The patient was not breathing. Music had been on in the garage at a loud volume, and the patient's spouse reportedly did not hear the pump red heart alarm until the music volume was turned down. The spouse reported that the driveline was in place in the system controller connection receptacle, but had been pulled out about one inch. It was reported that the patient's spouse immediately reconnected the driveline and the pump restarted. There were no further alarms, however, the patient remained unconscious. The patient was intubated at the hospital and underwent an extensive neurological evaluation for hypoxia. The driveline was also inspected at the hospital and it was reported that it appeared intact with no visible damage or trauma to the silastic covering. The system controller log file was submitted to the manufacturer's technical services team for evaluation; however, the reported driveline disconnected event on (B)(6) 2015 had been overwritten by subsequent pulsatility index events. It was reported that the patient expired 2 days later on (B)(6) 2015.